Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. D6a - date of implant is unknown unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. It was reported to abbott a patient¿s ipg was at end of life and high impedance on all lead contacts. Surgery took place where it was found that the high impedance was caused by the extension. The extension and the ipg were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Too high impedances were measured on the whole lead. During or we discovered that it was not the electrode (good impedances) but the extension that caused the too high impedances. The ipg was also depleted (proclaim 5). The patient got a new extension 30cm and a new ipg (eternal). All impedances are normal now. I would like to have the extension checked.